Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 47 mg/dl. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. Customer stated that insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did returned after insulin pump got restart. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.